Event description:
It was reported to philips that the allura xper fd10 r8 system would not x-ray during clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has started an investigation of this complaint. A philips remote service engineer confirmed that the imaging processing pc (ippc) kept rebooting. A philips field service engineer (fse) inspected the system onsite and confirmed the reported behavior. The fse replaced two hard drives, however the system installation failed three times. Troubleshooting actions revealed a defective ippc. The fse replaced the ippc, installed the software and returned the system to use in good working order. Investigation is still in process and has not yet been completed.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system's image processing pc (ippc) kept rebooting at system start-up outside clinical use. A philips field service engineer (fse) inspected the system on site and confirmed that the ippc was defective. The fse replaced the ippc and its hard disks and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and device problem code were corrected.